Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited loss of capture (loc) and high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.